Manufacturer narrative:
We received one intro-flex kit from reported model and lot number in original package for examination. As received into laboratory, the seal at the left corner of open-tab area of the tyvek pouch had been opened. The opened seal condition appeared consistent with photo from customer. The opened seal section was approximately 2.1" and 0.9" at each side of the corner. The adhesive transfer appeared complete without any visual interruption. The opened seal area was further opened at both ends by the laboratory for inspection and comparison. Both opened seal areas appeared complete without interruption in adhesive transfer. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that, prior to use, the package of the introducer was found to be open at the left corner. It could not be confirmed if this tray came out the box this way. The issue was resolved by using another introducer that was found correctly packed.